Event description:
Legal counsel for patient reported patient underwent a total left hip arthroplasty on (B)(6) 2007, and a revision procedure on (B)(6) 2008 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion,dysfunction, metal poisoning, metallosis, and elevated metal ions. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted patient underwent a left hip revision procedure in 2008 due to pain and infection. Cement spacer molds were implanted in the acetabulum. Operative report noted patient was further revised on (B)(6) 2010 due to dislocation, pain, instability and leg length discrepancy. Cement spacer molds were removed and a girdlestone construct was implanted. Operative report further noted patient underwent a right total hip arthroplasty on (B)(6) 2006. There has been no reported right hip revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 6 of 6 mdrs filed for the same event (reference 1825034-2014-02683 / 02686 & 1825034-2015-01992 / 01993).